Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. A knotted tube and intestinal ulcers are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced abdominal pain. On (B)(6) 2019, the nurse reported that the j-tube seemed to be pulled inside. The patient was then hospitalized. On (B)(6) 2019, it was determined that there was a knot at the end of the j-tube. Due to the pulling force on the j-tube, wounds had developed in the intestinal wall. The patient was treated with unknown antibiotics. On (B)(6) 2019, the j-tube was replaced.